Event description:
Patient reports that every time they do a test and go back into the memory of the meter, the meter keeps giving a reading of 228mg/dl regardless of how many times they do a blood test. Lifescan rep was unable to resolve the issue and is sending patient a new meter. The patient also reported blood glucose results of 133mg/dl and 90mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than 20% and/or less than 20 mg/d, thereby indicating a potential malfunction of the meter in terms of precision. Patient had been using alcohol to clean their fingers and the penlet cap.